Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer reported 3 complete set changes in two weeks and stated that manual injection had been the only way to bring it down. The blood glucose reading at the time of the incident was 359 mg/dl. The customer had not contacted a health care professional regarding the high blood glucose. The drive support cap appeared normal and recessed. The insulin was clear and the customer reported that the cannulas were straight upon removal. However, three changes prior to the call, blood came out when the set was removed. The customer had also experienced pain at the site. The doctor had changed the settings due to the customer having low blood glucose at night. The customer stated that the adjustments helped, however, he recently had a low blood glucose of 48 mg/dl. The customer treated with juice. The customer intended to call back to perform the high pressure test.